Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on laparoscopic roux-en-y gastric bypass, after creation of the gastrojejunal anastomosis, there was a surgical site infection where the anvil was removed from the abdomen. The events lead to or extended the patient¿s hospitalization for one observation day. Treatment of the surgical site infection was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five days post operatively, following a laparoscopic roux-en-y gastric bypass, after creation of the gastrojejunal anastomosis, there was a surgical site infection where the anvil was removed from the abdomen. The patient came through emergency room and observed for a day but was not readmitted. Treatment of the surgical site infection was done with oral antibiotics to resolve the issue.